Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.